Event description:
Boston scientific received information that this left ventricular lead exhibited high out of range pacing impedances and loss of capture, during a routine clinical follow-up. An x-ray was performed confirming a lead fracture under the clavicle. While no adverse patient effects were reported the lead was surgically explanted and another lead implanted in the absence of complications.

Manufacturer narrative:
The explanted lead was discarded thus will not be returned for a post market assessment. If new information is received, a follow-up report will be submitted.